Event description:
The customer reported that during a hepatitis core assay, summit sample handler, misread a sample barcode as "009 q 21251" instead of "009 q 29951". No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.